Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1301401) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-000164 for second device.

Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f cordis avanti sheath. Peri-procedure, the patient was anticoagulated with angiomax. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pullback at the first stop. The device was removed and a second mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device was maintained a device from another manufacturer was deployed successfully. The patient was ambulated and discharged to home the same day with no clinical sequela noted.